Manufacturer narrative:
Device evaluation: visual inspection revealed both returned plugs have thread damage. One of the plugs also has drive mechanism damage/deformation. Potential cause: root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during plug insertion. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the threads of two blockers stripped during installation intra-operatively. They were removed and replaced without patient impacts. This is report two of two for this event.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2021-00107.

Event description:
It was reported that the threads of two blockers stripped during installation intra-operatively. They were removed and replaced without patient impacts. This is report two of two for this event.